Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant of the ventricular lead, it was noted that the lead was kinked while putting through the sheath; an insulation anomaly was suspected. The lead was not used and a new lead was implanted. No patient symptoms were reported.